Event description:
Caller reported performa (B)(6) 2010 blood glucose results of 289 mg/dl at 0658 and 143 mg/dl at 0659. Reported a (B)(6) 2010 blood glucose results of 161 mg/dl and 321 mg/dl at 0627. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).